Event description:
It was reported that during the instances when lead impedance measurements were taken automatically, the device coincidently recorded oversensing episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 8 - ventricular nst<=210 ms between (B)(6) 2011 03:00:02 and (B)(6) 2012 09:00:02.